Event description:
It was reported that during reprocessing, the cysto-nephro videoscope sheath was starting to rip off. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: b5, d9, h2, h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.